Event description:
On 2025-nov-21, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy was not working well and they resorted to using depends. The patient was getting ready to go on a trip and they wanted the therapy to be working so they wouldn't have to use depends. The patient connected to the ins during the call and confirmed therapy was turned on. Program 5 was active with amplitude set to 4.9 ma. The patient increased the amplitude but did not feel any stimulation. Agent reviewed programming considerations and the patient decided to change to program 6. The patient felt comfortable stimulation once the amplitude was increased to 4.9 ma. The patient will maintain amplitude on program 6 and continue to monitor symptoms. The patient was advised to follow up with their healthcare provider (hcp) if the continue to have therapy issues. On 2025-dec-10, additional information was received from the healthcare provider (hcp). The hcp indicated that the cause of the lack of stimulation was either not determined or it was unknown if it was determined. The hcp stated their last office contact with the patient was on (B)(6) 2025. On 2025-dec-19, additional information was received from the patient. They reported that they were still having concerns with incontinence episodes. They reported that it felt as though the therapy changed when they drove through a tunnel, stating that they felt it change. Reviewed how to check therapy status and confirmed therapy was still on and still set at 4.9ma on program 6. Patient increased amplitude to 5.5ma where they felt stimulation sensation comfortably and will monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the therapy changing was not determined. The patient was last seen on (B)(6) 2025. They will determine when the patient presents for follow up. It is unknown if the issue was resolved.